Manufacturer narrative:
(B)(4). The explanted lead was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed weakness and paralysis in his lower extremities, after his implant. It was noted that there was hematoma in the epidural space and the paddle lead needed to be removed. The patient underwent a lead explant procedure. No device malfunction was suspected. It was also noted that the physician did not believed that the paralysis and weakness were device related, and did not know what caused the issue. The patient was doing well postoperatively.